Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report: 2183959-2012-01620. It was reported by the plaintiff's attorney that plaintiff was implanted with "miniarc on or about (B)(6) 2009" to treat "stress urinary incontinence and/or pelvic organ prolapse." The plaintiff's attorney alleges that the "plaintiff underwent repair surgery on or about (B)(6) 2010." The plaintiff's attorney also alleges that the "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedure," and other damages.